Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 60 units of insulin during the load sequence. Technical support informed the caller about the minimum fill recommendation and instructed them to add more insulin to the cartridge. After doing so, the caller was able to successfully load the cartridge onto the pump and resume insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg.